Event description:
When using the surgical light, a weld within the yoke assembly, which holds the lighthead, broke. The internal electrical wiring retained the lighthead, preventing it to fall farther. No injuries were reported by the customer.